Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst commented, the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).

Event description:
It was reported that the physician wanted to adjust lead placement during the implant procedure. The physician experienced difficulty retracting the lead helix. Once retracted, the physician had difficulty extending the stylet. The stylet came out the side of the lead. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis update occurred requiring update. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The inner insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant.the analyst commented that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. Visual analysis found the inner insulation (torn) breached within the connector sleeve.these damage are indicative of the connector pin being turned an excessive number of times during helix retraction. No outer insulation breached was observed.